Manufacturer narrative:
Evaluation of the returned pc400 confirmed kinks in the introducer sheath. During functional testing, the pc400 was advanced through its introducer sheath with resistance due to the kinks in the introducer sheath. The pc400 was advanced through a demonstration lantern without an issue. The kink in the introducer sheath was likely a result of mishandling during use and likely contributed to resistance during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coils 400 (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician placed seven pc400s into the target vessel using the px slim. While attempting to advance the eighth pc400 out of its introducer sheath and into the px slim, the physician experienced resistance. Subsequently, the physician kinked the introducer sheath of the pc400 and consequently, the pc400 would not advance into the px slim. Therefore, the pc400 was removed. The procedure was completed using additional pc400s and the same px slim. There was no report of an adverse effect to the patient.